Event description:
It was reported that the patient tripped and fell over a fan and ¿hit it pretty hard¿ with the result of acute pain. The pain comes and goes in the back of their leg and was getting worse. They went to bed that night and woke up with ¿it not being too bad¿ but as they moved around more it caused more pain. The patient also stated that their implantable neurostimulator (ins) had moved ¿a little bit¿. They had not felt the stimulation since the fall so they turned the therapy off because it was not really working. The patient could see the ins because they only weighed (B)(6). The patient did not have a managing physician and that their insurance had run out. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va057ly, implanted: (B)(6) 2013, product type: lead. (B)(4).